Event description:
It was reported that during a mandibular osteotomy, the patient received a burn to the upper lip. The alleged burn was treated with a steroid cream but a scar is expected.

Manufacturer narrative:
Attachment was received and tested per our quality inspection procedure as well as being visually evaluated. The alleged burn was most likely caused by the corroded attachment. The corrosion in the attachment was most likely caused by improper cleaning practices by the customer.